Manufacturer narrative:
The specific three (3) protocols/processing runs executed prior (B)(6) 2018 from which tissue samples exhibited sub-optimal processing as reported by the complainant could not be identified from the instrument logs provided. However, evaluation of the instrument logs found that eight (8) processing runs executed between (B)(6) 2018 would have been adversely impacted. Event code "1401" recorded at 12:12pm on (B)(6) 2018 indicates that bottle 7 (ethanol) was removed from the instrument for less than the minimum period configured of 20 seconds, which is not sufficient time to complete manual replacement of the reagent. Information displayed in association with this event code indicates that the properties of the corresponding reagent station were reset. The properties of the reagent in bottle 7 prior to this user action were: ethanol concentration = 80.7%, cycles = 140, cassettes = 6933 and days = 82. As the calculated concentration by the instrument software of 99% was recorded by the fss on (B)(6) 2018, it is likely that a user affirmed in the instrument software that the ethanol concentration in bottle 7 was to be set to the default concentration of 100% at 12:12pm on (B)(6) 2018. Although evidence suggests that a user affirmed in the instrument software that the reagent concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 12:12pm on (B)(6) 2018, the discrepancy between the ethanol concentration measured by hydrometer of 89% and that calculated by the instrument software of 99% indicates that a use error occurred during replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Although sub-optimal tissue processing was reported from three (3) processing runs, manufacturer investigation indicated that it is likely tissue from eight (8) processing runs executed between (B)(6) 2018 would also have been adversely impacted. This contention is based on the investigation finding that the reagent in bottle 7 (ethanol) with a concentration of 80.7% and below was used for the final dehydration step of each of the eight (8) protocols executed between (B)(6) 2018 the root cause of the sub-optimal tissue processing reported was a use error, which occurred at 12:12pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 7 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2018, leica biosystems received a complaint of "underprocessed tissue" in approximately 300 cassettes derived from three (3) processing runs identified as the bone marrow protocol, the overnight protocol and the 8 hour protocol. On 29 august 2018, a leica applications specialist (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was found to be acceptable for bottles 5, 6, 8 and 9. However, the variance for bottles 3 (70% ethanol); 4 (70% ethanol); 7 (ethanol); and 10 (ethanol) exceeded the acceptable limits. The measured ethanol concentration in bottles 3 (70% ethanol); 4 (70% ethanol); 7 (ethanol); and 10 (ethanol) was 70%, 70%, 89% and 93% respectively; and the calculated ethanol concentration was 68%, 63%, 99% and 86% respectively. The fss documented that the station properties for bottle 7 (ethanol) had been reset at 12:12pm on (B)(6) 2018; the measured ethanol concentration suggested that the reagent in bottle 7 had not been replaced; there was no evidence of salt deposit in either retort a or b; bottles 2 and 12 were filled to the minimum fill level; and all the wax baths were filled to the maximum fill level. On 29 august 2018, leica biosystems received information that cases from which tissue samples exhibited sub-optimal tissue processing were diagnosable.